Event description:
A surgeon reported that air came from the auto stopcock valve when infusion was on and entered the patient's eye. As a result, the surgeon's surgical view was affected. The customer troubleshot by clamping the irrigation line and when they released it again, air was drawn into the irrigation line. The problem was solved after replacing the product with another one. There was no harm to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).